Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: the battery compartment was cracked with moisture observed inside. The bolus button cover was torn. The pump did not power on and was unresponsive. The pump was opened and no moisture was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.